Manufacturer narrative:
The product was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this product was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - the coating of the guidewire was found to be peeling or flaking off. There were no adverse patient side effects reported. After a historical review of our records, this event was recognized as reportable to FDA.